Manufacturer narrative:
(B)(4). A sample for evaluation is anticipated but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection found embedded particulate (i.e. Not in the fluid path) in the administration port connector body measuring 0.40mm^2. The administration port assembly is manufactured by a third party supplier. Magnified inspection found the particulate to be completely encapsulated, brown/black in color, and identified as a burnt flake of polymer raw material, which aligns with the supplier manufacturing material. Based on evaluation findings, the condition was determined to have been caused by the supplier manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.